Event description:
Information received by medtronic indicated that the customer received a battery-failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the battery cap was neither missing nor damaged. It was unknown whether the customer will continue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.